Event description:
It was reported the pt had pain in his ankle after the implant procedure. The physician felt the issue may be related to the pt position during the procedure. The ankle was not part of the original pain pattern. It was reported the physician did not believe the issue was related to the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.